Manufacturer narrative:
(B)(4).

Event description:
This case was reassessed and the reported product was determined to not meet criteria for reporting as reportable malfunction.

Event description:
A customer reported that during a procedure, one of the footswitch buttons failed. The procedure was completed using the same equipment and accessories. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).